Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they experienced urinary retention prior to the device and it had since worsened. The area where device hurt non stop. Pain runs down their leg and they can hardly hardly function. It hurt to lay down, sit, and walk.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that their device did not work. They had been trying to get it taken out for 2 years. The patient said they could feel it and it was causing pain down the front of their leg and they didn't know what to do. They said it had to come out, it was tender to the touch, it hurt to walk, it felt like a sharp pain at their sciatic nerve. The patient said they went to the hospital on december 28th for back surgery and because of this device they could not do a proper MRI and they still needed to have some more back surgery but they couldn't do the MRI. The patient said the pain started like 2 and a half years after it was put in and they had been hospitalized because of it. The patient said their ID card showed a doctor they had never heard of. The agent offered and emailed listings. The patient was redirected to their doctor.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it needed to come out. It hurt their lower right side of back where it was located. They couldn¿t find a surgeon to remove. The one referred to them refused to even see them due to the fact the urologist termed them from their office. The pain shot down their leg. Their bladder still didn¿t empty. And they still urinated themselves. They almost gave up. This was their 2nd one.